Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0511409v, implanted: (B)(6 )2005, product type: lead. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient was hospitalized for monitoring, after having a first time seizure "recently". There is no history of seizure. The provider indicated she "did not think the seizure was related" to the devices. The physician reported getting "60 cycle" artifact on electroencephalography (eeg) readings. The deep brain stimulator was on when this artifact was seen. The physician was advised to turn the stimulator off during the testing. (This is a dual system. Please see FDA manufacturing report # 3004209178-2013-03783.)